Manufacturer narrative:
Attempts to retrieve additional information were unsuccessful. Approximately one month later this device was returned for analysis. Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was at eol with a monitoring voltage of 2.28 volts. Three charge time-out faults were recorded one day prior to explant during an episode storm. A review of the episodes, determined that an appropriate shock was delivered following a charge time-out and a divert. The charge time-outs were due to the depleted battery. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillator (ICD) was lost to follow-up and had not had their device checked within the last three years. The patient presented to an unknown medical facility where their device was interrogated. The patient had received an inappropriate shock for a 1:1 supra-ventricular tachycardia (svt). The device was at end of life (eol) due to a charge time-out. There was also a fault code upon interrogation which indicated the capacitors were unable to charge. Two manual capacitor reforms were attempted, but both times the fault presented. There was an acceptable impedance measurement of the shock delivery and all leads appeared to be fine. The patient planned to be admitted to have the device replaced.